Event description:
It was reported to boston scientific corporation that a rigiflex ii balloon was used during an esophageal balloon dilation in the lower esophagus performed on (B)(6) 2013. According to the complainant, after dilation was performed, the endoscope was inserted and minor bleeding was noted. The procedure was continued and finished with this device. Post procedure, the patient complained of pain at the epigastric fossa and was under observation. One hour later the patient felt more severe pain, so the physician performed a CT for the thoraco-abdominal region and found gastrografin leakage in the mediastinum and mediastinal emphysema. Patient was sent to another hospital and is under observation. In the physician¿s assessment, the bleeding was due to a perforation caused by the balloon inflation. However, the bleeding was minimal and no treatment was needed. There was no alleged malfunction of the device; the physician thought the event was a procedural issue. It was reported the patient was under observation post procedure, however no further information has been reported regarding the patient¿s condition. If any information is received, a supplemental MDR will be filed.

Manufacturer narrative:
No known device problem. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.